Event description:
The customer reported that the system was intermittently failing to boot to a usable state. No patient or user injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The gpos (general propose operating system) pcb was evaluated and replaced. The system was tested and issues remain. No conclusion can be drawn as further repair information is unavailable and no additional service information was provided.